Event description:
Initial result for a pt sodium was 131 mmol/l. When repeated on the same instrument, the result was 135.4 mml/l and when repeated on another instrument, the result was 142 mmol/l. The account did not know if the pt was adversely affected. The field service rep determined the sodium electrode required etching and repaired the instrument by etching the electrode.